Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from consumer via a manufacturer representative regarding a patient who underwent an l4-5, l5-s1, s1-sij posterior spinal fusion and l5-6, l5-s1 decompressive laminectomy. It was reported that the surgeon placed the infuse and bone in a form resembling a ¿sushi (roll)¿ and placed this from the lumbar spine to over the sacro-iliac joint. Post-operative seroma developed over the si joint and failed to resolve, which resulted in removal of the fixation screw in the joint one year later. This too failed to resolve the now recurrent seroma that subsequently required regular drainage to temporarily reduce but not eliminate the pain. Patient had further follow-up surgery to stabilise the joint. This attempt to remediate pain revealed advanced osteonecrosis. Patient was operated again to stabilise the l si joint in 2022 and advises that the osteonecrosis is progressing. Surgeon confirms the cause of the osteonecrosis is the off-label use of infuse and advises further surgery to attempt some remediation.